Manufacturer narrative:
This supplemental report is being submitted to provide, the subject device evaluation result. The subject device was returned to olympus china for evaluation. Omsc reviewed, the device history record (DHR) of the subject device and confirmed, no irregularity. As a result of evaluating, the subject device omsc concluded, that ¿the subject device could not be turned on¿. Was not reportable event. The exact cause of ¿the front panel of the subject device turned black out and the alarm sound was generated¿, could not be conclusively determined. However, based upon the information from olympus china, there was the possibility, that this phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Olympus (B)(4) also found that the front panel of the subject device turned black out and the alarm sound was generated after it was started due to the failure of the printed-circuit board which had pressure sensor and pressure sensor circuit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the subject device could not be turned on which was suspected that there was something wrong with the main board. The user replaced the subject device to another similar device and completed the procedure. The subject device was used with a video system center (otv-s190). There was no report of patient injury associated with the event.